Manufacturer narrative:
Reporter address line 1: (B)(6). No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was communicated that post implant the emergency backup battery (ebb) connection was tilted and not flush. Multiple attempts were made to connect appropriately without resolution. A new ebb was used which resolved the issue.

Manufacturer narrative:
Section h3: only the 11v backup battery was returned and evaluated. Manufacturer's investigation conclusion: the reported event of difficulty connecting the backup battery was confirmed via analysis of the returned 11v backup battery gv208313. No log files were submitted for review. Visual inspection of the returned backup battery revealed that pin 11 was bent. During an event of difficulty connecting a backup battery the pin may become bent, and in addition a bent pin would prevent the backup battery from properly connecting to the backup battery ribbon cable. However, it cannot be conclusively confirmed when the pin became bent. The bent pin was straightened during testing. After straightening the bent pin, the battery functioned as intended without any issues or atypical alarms. The backup battery was installed in a test system controller and successfully operated in a mock circulatory loop without any issues or atypical alarms. The controller was disconnected from external power, and the battery supported the pump without any issues. The reported event was determined to be due to a bent pin on the backup battery; however, the root cause of the pin becoming bent could not be conclusively determined through this analysis. The device history records were reviewed and that records revealed that the system controller (serial number: (B)(6)) was manufactured in accordance with manufacturing and qa specifications. The returned 11v backup battery gv208313 (batch lot #8099021) shipped with the system controller (B)(6). Manufacture date 27jul2021. The heartmate 3 instructions for use provide explanation on how to properly install the backup battery in the system controller. This section also warns the user to never use a backup battery that may be damaged, defective, or expired, as doing so may result in reduced battery capacity time and/or pump stops. The heartmate 3 patient handbook cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information provided. The manufacturer is closing the file on this event.